Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was found on the mobile liners that belong to the lot number involved (21at0sv), thus we can state they have been manufactured up to specifications. This is the first and only complaint received on this lot number. We will submit a final MDR once the investigation will be completed.

Event description:
Hip revision surgery performed on (B)(6) 2021. Previous surgery took place on the (B)(6) 2021 and was a revision surgery of competitor's implants. The revision surgery on (B)(6) 2021 was performed with the aim to implant the metal liner for dual mobility that was mistakenly not implanted during the previous surgery. The mobile liner (mobile liner øint 28 mm ø40 m, product code 5566.50.401, lot 21at0sv, ster. (B)(4)) and the ceramic head (fem. Modular head - m ø28m product code 5010.42.282, lot 1780517, ster. (B)(4)) that were in situ, were also replaced. The mobile liner was found slightly scratched. The intra-operative issue that occurred during the previous surgery ((B)(6) 2021) was registered as complaint (B)(4) and reported to the FDA by MFR #3008021110-2021-00105. Event occurred in (B)(6).

Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was found on the mobile liners that belong to the lot number involved (21at0sv), thus we can state they have been manufactured up to specifications and in line with relevant test and checks. Based on the information provided by the complaint source, this event is classified as not product related as it appears to be caused by an intra-operative mistake: the reported revision surgery had to be performed to implant the metal liner, which was not implanted during previous surgery due to an intra-operative error. Pms data: this is the only similar complaint involving mobile liners (family codes 5566.50.401 to 580 and 5566.54.401/420) we are aware of. Therefore, based on limacorporate pms data, we estimate an occurrence rate of about (B)(4). No corrective actions needed following this complaint. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Hip revision surgery performed on the (B)(6) 2021. The previous surgery took place on the (B)(6) 2021 and was a revision surgery of competitor's implants. The revision surgery of (B)(6) was performed with the aim to implant the metal liner for dual mobility that was mistakenly not implanted during the previous surgery. In fact, during the previous surgery, to overcome the intra-operative issue occurred when assembly the mobile liner 42mm with the femoral metal head 28mm (complaint (B)(4) and reported to FDA with ref. 3008021110-2021-00108), it was decided to change the original plan and implant a 40mm mobile liner (product code 5566.50.401, lot 21at0sv, ster. (B)(4)) with a ceramic head (product code 5010.42.282, lot 1780517, ster. (B)(4)) and a spacer (product code 5885.15.510, lot 1511476, ster. (B)(4)), while a metal liner for dual mobility was not implanted due to an error. The mobile liner (mobile liner øint 28 mm ø40, product code 5566.50.401, lot 21at0sv, ster. (B)(4)) and the ceramic head (fem. Modular head - m ø28 product code 5010.42.282, lot 1780517, ster. (B)(4)) that were in situ, were also replaced. The mobile liner was found slightly scratched. The patient is female, 64 years old. This event occurred in great britain.